Event description:
It was reported that on (B)(6) 2025, the patient underwent surgery for ¿left¿ trochanteric femoral fracture with a tfna middle nail. After the surgery, it was confirmed that the nail which has been used was for a ¿right¿ leg. At the time of unpackaging and checking the implant, the surgeon and the nurse did not notice it was for right leg and the nail was inserted and fixed on the left leg. The surgeon said that he used the nail during the surgery in a case with a wide medullary cavity, so the surgeon did not feel any discomfort. The surgeon also determined that there is no effect at this time and will continue to observe the postoperative progress. The surgery was completed successfully with no delay.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product code: 04.037.214s, lot number : 6552p22, release to warehouse date : 07.jun.2023. Expiration date : 01.jun.2033. Supplier: (B)(4). Manufacturing site: werk selzach. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.